Event description:
It was reported that the power button is stuck on the small battery drive. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation indicates that the customers complaint of power button stuck could not be confirmed. The (lot 00106) small battery dive was tested and passed all operational specifications. Lot number provided is a supplier lot, synthes lot number is 4686406. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sticking power button was not discovered during a surgical procedure, nor was it patient to a specific patient.